Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported stent shortening appears to be due to case circumstances and/or user related. The additional non-surgical therapy is due to operational context. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. Per the supera instruction for use the recommended minimum inflated balloon diameter for a 4.0 mm stent is greater than 4.7 mm balloon. If recommended vessel diameter cannot be gained, optimal stent deployment may not be achieved and revised stent sizing should be considered. (B)(4).

Event description:
It was reported that during a procedure to treat a lesion in the distal to proximal popliteal artery with mild tortuosity and moderate calcification. A 3.0x120mm armada pta catheter was advanced and used to pre-dilatation the distal popliteal at 14 atmospheres and a 4.0x60mm armada pta catheter was used to pre-dilate the proximal popliteal at 14 atmospheres. A 4.0x60mm supera stent system was advanced and deployed from the distal to proximal popliteal; however, it was noted that the stent compressed and felt short to cover the entire lesion. A 4.0x80mm supera stent system was advanced and the stent deployed to overlap with the existing compressed stent and cover the entire lesion. The patient is doing well. No other issue was noted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.